Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that nexiva 24ga 0.75in y leaked. The following information was provided by the initial reporter: material no: 383531, batch no: 0092261. It was reported that the extension tube that attached to catheter was leaking out with blood. Rn then tried to flush with ns. Noticed that saline was also leaking out of the tube. Verbatim: per customer's response (B)(6) 2021. The extension tubing was leaking and as a result the patient needed to have another IV start. Fortunately, the nurse was able to go above the site and the patient had a successful IV on that attempt. In the peds unit the nurses apply emla cream to numb the site prior to IV insertion, so the patient did not experience pain with the IV attempt. The actual catheter that was noted to be leaking was placed in the sharps container since it was covered in blood. Rn went to start IV on patient with bd nexiva 24g closed IV catheter system dual port, lot #0092261, expiration date 03/31/2023. When the IV inserted with blood return, the extention tube that attached to catheter was leaking out with blood. Rn then tried to flush with ns. Noticed that saline was also leaking out of the tube. Further examined, rn realized that there was a hole in the tube. IV then removed. New IV restarted with a new IV catheter.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review was performed. Complaints received for this device and reported condition will continue to be tracked and trended. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that nexiva 24ga 0.75in y leaked. The following information was provided by the initial reporter: material no: 383531 , batch no: 0092261. It was reported that the extension tube that attached to catheter was leaking out with blood. Rn then tried to flush with ns. Noticed that saline was also leaking out of the tube. Verbatim: per customer's response (B)(6) 2021. The extension tubing was leaking and as a result the patient needed to have another IV start. Fortunately, the nurse was able to go above the site and the patient had a successful IV on that attempt. In the peds unit the nurses apply emla cream to numb the site prior to IV insertion, so the patient did not experience pain with the IV attempt. The actual catheter that was noted to be leaking was placed in the sharps container since it was covered in blood. Rn went to start IV on patient with bd nexiva 24g closed IV catheter system dual port, lot #0092261, expiration date 03/31/2023. When the IV inserted with blood return, the extension tube that attached to catheter was leaking out with blood. Rn then tried to flush with ns. Noticed that saline was also leaking out of the tube. Further examined, rn realized that there was a hole in the tube. IV then removed. New IV restarted with a new IV catheter.